Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20th may 2024, it was reported that patient faced bent cannula which resulted in high bg and subsequent hospitalization. During hospitalization, patient received IV and fluids of saline and insulin as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).